Event description:
The customer observed falsely elevated alinity I insulin results on one patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=28.5 u/ml /repeated=17.1 and 16.4 u/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, trending data review, labeling review, device history records review and field data review of alinity I insulin reagent lot 68911lp56. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of the manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Review of tracking and trending for the alinity I insulin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68911lp56. The overall performance of the alinity I insulin reagents was reviewed using field data from customers worldwide. The median patient result for the complaint lot for nonreactive results is comparable with other lots in the field indicating no systemic issues. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I insulin reagent lot 68911lp56.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I insulin results on one patient. The results provided were: initial=28.5 u/ml /repeated=17.1 and 16.4 u/ml there was no reported impact to patient management.